Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2020-06751 and 2210968-2020-06750. A manufacturing record evaluation was performed for the finished device batch number qbbkhs, m655g55, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many devices are involved in each case. How each procedure was complete? Please provide procedure date for each case. Please provide event date for each case. Status of product return / follow up.

Event description:
It was reported that a patient underwent an unknown heart procedure on an unknown date and suture was used. During the procedure, when closing the sternum, the needle broke off after the first pass. There were no adverse patient consequences reported. No additional information was provided.